Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product associated with this complaint to perform failure analysis (fa). The iesu has been returned and evaluated by fa. Fa investigation could not reproduce the customer reported issue. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to the OEM for further investigation. The complaint was not confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure there was issues with the bipolar instrument energy cables being recognized on both ports on the erbe. Prior to calling the customer swapped out the instrument energy cables with no change. The caller stated that when they wiggle the cords plugged into the erbe bipolar connections 1 and 2 the it will eventually recognize and work however intermittently it will stop working. The technical support engineer (tse) viewed logs and found they were using the bipolar instrument on arm1 which had a error 282 engagement error. Tse recommended reseating the instrument and sterile adapter on arm1 and try and find a known new instrument energy cable to try a third cable. The caller stated they do not have another instrument energy to try at this time. The procedure was completing as planned with no indication of patient injury.